Event description:
(B)(4). Ever since having the essure implant in (B)(6) 2015 I have daily pelvic cramping that is more severe on left side andamp; goes down into my legs. Irregular and heavy menstrual periods, sometimes multiple times a month, ovarian cyst, anxiety issues, nauseous, headaches, lower back pain. Having to have a hysterectomy to remove it.